Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed the data and found there was an episode in which there was noise that was being oversensed and this resulted in the patient receiving one inappropriate shock. It was noted that the patient was brushing their teeth when they received therapy. Ts discussed troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed the data and found there was an episode in which there was noise that was being oversensed and this resulted in the patient receiving one inappropriate shock. It was noted that the patient was brushing their teeth when they received therapy. Ts discussed troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that there was noise in primary with 2x gain and myopotential when the patient moved. The device was programmed to secondary, and noise was re-created. Amplitudes were noted to be small. Noise was able to be recreated with the left arm and not the right arm. Technical services recommend an x-ray. At this time, the system remains in service. No adverse patient effects were reported.